Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, the physician noticed non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The physician successfully reprogrammed the device, and the patient is in a stable condition.